Event description:
According to the available information dirt was found inside the packaging. The device was not replaced.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9959395. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information dirt was found inside the packaging. The device was not replaced.

Manufacturer narrative:
On august2025, we received two sealed samples. In one of them, there is a hair in the waffle sheath. In the other one, there is a particle maybe a particule of a carton on the catheter in the waffle sheath. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10118389. Checking quality database revealed no anomaly in connection with the described problem. Our subcontractor has re-sensitized production operators about "hair presence" in november 2024.